Manufacturer narrative:
Block a3b: patient's gender was inadvertently missed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block a3b: the patient's gender is unknown. This information was not available from the facility. Block h3: the stellarex device was returned for evaluation. Visual inspection found a pinhole on the distal side of the balloon. During functional testing, using a syringe filled with water, the balloon was pressurized and at 1 atm, a pinhole leak was confirmed at the distal side of the balloon. Block h6: per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon. Based on the complaint details, a probable root cause may be due to lesion morphology (severely calcified lesion). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A stellarex device was used in a severely calcified proximal sfa. During the first inflation below rbp, the balloon ruptured. A new stellarex device was used to complete the procedure. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.